Event description:
The complainant reports the flexi-seal signal fms (fms) retention balloon deflated and a new fms was placed. The complainant adds there were no serious consequences to the pt except embarrassment and unpleasantries for the pt at the removal of the device.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.